Event description:
It was reported to philips that the device did not charge the battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Updated: therapy pca was returned "-it does not charge the battery". This was verified in failure analysis lab testing. Data generated by this investigation will be logged for trending analysis. Further device investigation has been completed and previously reported investigation results have been confirmed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not charge the battery. There was no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.